Manufacturer narrative:
(B)(4).the result of the investigation showed that there was a fiber cracked. This could occur if the fiber is shrinking or the device gets external stress. (B)(4)

Event description:
On (B)(6) 2012 the customer stated that there was a blood leakage on the outlet side noticed, immediately after start.(B)(4)